Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6) . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional right side rupture, and small dermal lesion in the right axilla. Healthcare professional additionally reported small sebaceous cyst not related to the device. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional right side rupture, and small dermal lesion in the right axilla. Healthcare professional additionally reported small sebaceous cyst not related to the device. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17/may/2024.

Event description:
Healthcare professional right side rupture, and small dermal lesion in the right axilla. Healthcare professional additionally reported small sebaceous cyst not related to the device. The device has been explanted.